Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely dark; preventing interaction with the graphics and text. Customer's blood glucose was 118 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.